Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check, the clinician discovered the device's pacer knob was missing. Complainant indicated that there was no pt involvement in the reported malfunction.